Event description:
It was reported that during the procedure, the head of the screw snapped off when inserting the screw into the locking cluser hole on the plate. The screw broke in a way that it could not be removed and was locked into the plate. Therefore, a portion of the screw remains in the patient. The procedure was completed by using the remaining cluster holes on the plate. This issue resulted in a 30 minute delay in the procedure. This report is related to report number 3025141-2022-00127 which is for the screw involved in this event.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Manufacturing and inspection records could not be reviewed as device information (model number and batch/lot number) is unknown.